Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-9004-35, serial #: (B)(4), description: precision connector m1, 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the ipg slipped due to fat roll causing pain. The patient underwent a revision procedure wherein the ipg and the lead connectors were explanted per physician's preference. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient had gotten bigger and the ipg flipped, which was the reason for the explant procedure. The original plan was to revise the pocket but the physician explanted the battery. The physician allowed the pocket site to heal. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the ipg slipped due to fat roll causing pain. The patient underwent a revision procedure wherein the ipg and the lead connectors were explanted per physician's preference. No device malfunction was suspected.